Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: vedr01 device implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the patient's implantable pulse generator (ipg) had been explanted and replaced due to high output levels on the associated right ventricular (rv) pacing lead. The lead was capped and replaced during the same procedure. No patient complications have been reported as a result of this event.